Event description:
During follow-up, atrial lead dislodgement was noted. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies.